Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a loss of therapy. Their device was not working and they thought ¿it was getting smaller or sinking¿ in their body. On (B)(6) 2018, it was reported that it seemed like the device was smaller or going deeper, but it was improved. They wanted the device checked, but couldn't prioritize it over the other, unrelated, medical issues going on. There was no cause and no actions or interventions were taken. They weren't entirely certain the device was not working and wanted to have it checked. There were no further complications reported or anticipated.